Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys cmv igm immunoassay result for one patient sample. The initial cmv igm result using the cobas 8000 analyzer and elecsys cmv igm immunoassay, was 0.172 (non reactive) and repeat results were 22.2 (positive) on the liaison and 1.06 (positive) on the vidas. The unit of measure was "coi" for the roche result and u/ml for liaison. The serial number of the cobas 8000 analyzer was requested but was not provided. The erroneous results were not reported outside the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The returned patient sample was investigated. The customer's results were confirmed. Elecsys cmv igm: 0.200 coi negative (confirming customers findings), elecsys cmv igg: 111 u/ml reactive, elecsys cmv igg avidity: 68.1% => high avidity, mikrogen cmv igm recomline blot: negative, mikrogen cmv igg recomline blot: reactive. Conclusion. The data indicates the patient had been infected with cmv and is currently in the late phase of cmv infection. Certain patients can maintain a persisting cmv specific igm titer in the late phase of infection. However, detection of late phase igm is minimized in the elecsys cmv igm assay to enable a clearer diagnostic picture for patients in the late phase of cmv infection. Therefore, the negative elecsys cmv igm result is correct. The elecsys cmv igm assay performs within specification.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's non-reactive cmv igm result could be confirmed.